Event description:
The complainant had an impella cp pump placed to support an acute myocardial infarction/cardiogenic shock surgical patient. The pump was supporting when there was pump repositioning and suction due to pump placement along the heart structures. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.